Event description:
On (B)(6) 2025, the caregiver of the user reported that the user experienced issues with the ilet device related to meal announcements. The caregiver stated the user frequently cancels announcements accidentally due to difficulty operating the device. On this occasion, the user unintentionally delivered two meal announcements while eating pizza. The caregiver was not physically present with the user and data had not been synced; therefore, the total insulin delivered was unknown. Following the duplicate announcements, the user¿s blood glucose (bg) level was 52 mg/dl. The user was asymptomatic at the time. The low bg was corrected by consumption of soda and additional food. The user¿s bg trend was level per the device. On (B)(6) 2025, the caregiver provided follow-up information via sms. Overnight, the user¿s glucose remained within the target range with a temporary high. The low bg event that occurred during the initial report was treated and did not recur. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.